Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switching (ams). The patient was asymptomatic. Programming changes were made and the patient was in stable condition.